Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow up with a registered nurse (rn) from the facility. The rn stated the blood leak occurred approximately ninety minutes into the patient¿s treatment. The blood leak was reportedly visible in the dialysate compartment of the device, and in the drain line. The machine, a fresenius 2008t, alarmed with a blood leak alert. Fresenius bloodlines were also being used. Blood test strips were not used. There was no visible damage identified on the dialyzer, however, the rn stated they could see where the blood broke through the fibers and into the dialysate compartment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 350 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be returned for a manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. Blood was noted throughout the dialyzer and coagulated blood was identified in both header caps. No damage or irregularities were noted on the returned dialyzer. During setup for a laboratory bubble point test, water was run through the dialyzer. Once the running water cleared the observed coagulated blood from the header caps, a delamination was identified on the cavity ID end of the device. The delamination extended from approximately 300 degrees to 80 degrees, with the dialysate ports situated at 0 degrees. Further visual examination did not identify any other damage or irregularities on the returned sample. The setup was not continued into a laboratory leak test, as a delamination is known to impact the integrity of the dialyzer and cause a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
Additional information: d10 device history review: a production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The device evaluation is in progress. A supplemental MDR will be submitted upon completion of this activity.